Manufacturer narrative:
Device analysis: the oad, saline line and guide wire were returned. The nose cone securing clips and proximal driveshaft were damaged as a result of some form of impact, possibly from being shipped back without the protective tray. The damage is not considered a contributing factor to the difficulties experienced during the procedure. The initial visual and tactile examination of the handle assembly, saline sheath, and driveshaft did not reveal any damage. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. Biological material was observed on the driveshaft, as well as on the proximal and distal edges of the crown. Examination in the areas of the adhered material did not reveal any damage that would have contributed to the accumulation. Examination of the returned guide wire revealed a kink in the shaft 24.9cm proximal to the distal end of the spring tip. Biological material was observed along the shaft in the area of the kink, but examination in the area of the adhered material did not reveal any damage that would have contributed to the accumulation. The proximal and distal solder bonds remained intact and undamaged. The spring tip coils also remained intact and undamaged. It should be noted that an in-house test wire could not be loaded through the area of adhered biological material on the driveshaft. The driveshaft was cut at the nose cone due to the observed damage, and this section was removed to allow for functional testing, this included the area of adhered biological material. The oad was tested at low, medium, and at high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake, and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event. The device and components functioned as intended with no abnormalities observed. At the conclusion of the failure analysis investigation, the root cause of perforation could not be determined. The root cause of the device becoming stuck in the vessel also could not be determined. The device history record for this oad lot number and the material inspection report for the guide wire lot number have been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a perforation occurred. The patient had critical limb ischemia (cli) and atherectomy was being attempted as a final effort as the patient was not a surgical candidate. There were target lesions located in the superficial femoral artery (sfa) and popliteal artery. The physician treated the lesions using a csi orbital atherectomy device (oad), but during treatment the oad seemed to get stuck in the vessel. The physician was able to forcefully pull the oad from the patient, but angiography revealed a perforation. The perforation was resolved and the patient was stable at the end of the procedure. Three requests for additional information were made, but none has yet been received.